Event description:
Caller reported a cgm error and cts provided complete pump reset information. There was no adverse impact to the customer¿s blood glucose level. Caller successfully started their sensor session after following the pump reset instructions from cts.